Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 patient admitted in hospital. (B)(6) 2005 patient underwent the following surgeries: 1. Cystoscopy with left retrograde pyelogram, 2. Insertion of left ureteral stent to treat the following pre-op diagnosis: left ureteropelvic junction obstruction. (B)(6) 2010 the patient underwent the following surgeries: 1.l5-s1 posterior spinal fusion. 2. Posterior instrumentation (paradigm dss). 3. Placement of rhbmp-2/acs. 4. Right l5 hemilaminectomy. 5. L5-s1 posterior lumbar interbody fusion. 6. Placement of interbody fusion cage. 7. Local autogenous bone graft with demineralized bone matrix to treat l5-s1 spondylolisthesis. Op notes: the screws were placed by cortical fashion at s1 using pedicle probe and c-arm visualization and 7 x 45-mm screws gave quite secure approaches at each pedicle 1st on the right then the left. Screws were then connected with the dss coupler and the torque released break-off bolts were secured to the recommended torque. Good fixation couplet placement without undue pretensioning and quite good final position was achieved prior to placing these screws. They were initially peddled and placed on the right and right-sided hemilaminectomy was performed to complete foraminotomy, removing the pars defect, osteocartilaginous material, and shelf of bone along the l5 pedicle that did appear to impinge along the right l5 root. This was all excised. A protruding disk was found underlying the thecal sac, it was carefully retracted. Annulotomy, diskectomy, and plate preparation and shaping and fitting of the disk space to a size 12 mm height lordotic oblique bullet cage placed using the carbon fiber depuy cage pre-filled with bone graft harvested from the excised hemi lamina and lateral pars in the facet bone that was denuded with soft tissue and morselized and mixed with dem ineralized bone matrix. Good fit and fill was achieved and additionally some bone graft was placed lateral to the cage placement and c-arm revealed good placement. Some additional local autogenous bone graft and demineralized bone matrix was placed posterior to the cage. Microscopy technique was required for visualization and decompression. The lateral elements were decorticated from the base of the tip. The spinous processes irrigated and hemostasis was achieved and after doing the same on the sacral ala bilaterally. Rhbmp-2/acs was placed using bone graft blocks with the large fluffs. Sponge was used to wrap around the bone graft blocks, using half a sponge on the right and a half a sponge on the left. Some additional local autogenous bone to the right hemilaminectomy was placed on the left side in the area medial to the screws along the decorticated lateral elements as well. Dbm placed over this bone graft material. The patient showed good active motor function on the recovery room exam. (B)(6) 2012 patient underwent the following surgeries: 1. L5-s1 posterior spinal fusion. 2. Posterior depuy viper instrumentation. 3. Removal of paradigm dss instrumentation. 4. Left iliac crest bone graft with graft on demineralized bone matrix to treat l5-s1 incomplete fusion. Post operatively patient alleged unspecified injuries due to rhbmp-2.